Event description:
Intravascular ultrasound (ivus) catheter was advanced into body then removed with evidence that the catheter was working and then advanced again (with evidence that the catheter was still working) and moved across the difficult lesion. When we were ready to record, we noticed the catheter was not reading. It was removed and another catheter was used.